Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned high inr results for 4 patients tested on coaguchek xs plus meter serial number (B)(4) when compared to the patient¿s historical inr results. The customer provided results for 1 patient that were erroneous when compared to another professional coaguchek xs plus meter. The result from meter (B)(4) was "above 8" inr. A side by side comparison was done using another professional coaguchek xs plus meter and the result from a different finger was "around 2" inr. A venous sample was obtained at the same time and the result from the laboratory not using the dade innovin method was also "around 2" inr. There was no allegation that an adverse event occurred. There is no history of failed quality controls on meter (B)(4). The meter and strips were requested for investigation. The customer returned the meter and strips. No defects were observed on the test strip vial or test strips. The meter appeared to be undamaged and was clean on the outside. A specific root cause was not identified for this event. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80) and the retention test strips 139815-10. For this purpose two human blood samples from (B)(6) donors and internal reference meters were used. Donor #1: master lot and reference meter: 2.5 inr. Donor #1: customer strips and customer meter: 2.5 inr. Donor #1: retention strips and reference meter: 2.5 inr. Donor #2: master lot and reference meter: 2.3 inr. Donor #2: customer strips and customer meter: 2.3 inr. Donor #2: retention strips and reference meter: 2.3 inr. The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and the retention material comply with specification. Relevant retention test strips (lot 139815-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80) at roche (B)(4). For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.